Manufacturer narrative:
While performing a review the file it was determined that it was a duplicate of an existing file. It was also determined that the hazardous situation for the given complaint device was not reportable as it would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with mrn 3012307300-2024-00243.

Manufacturer narrative:
B3: date of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable leaked medication into the pump. No adverse patient effects were reported by the customer.